Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported when placing the PICC and the nurse checks for blood return via the t-connector there is air coming out into the syringe. During use. Additional information received 10/23/2023: no patient impact was reported. No erroneous results obtained. No exposure to blood or bodily fluids. An internal deviation report is written by the admitting department at the hospital.